Event description:
Reporter indicated that vns pt went to the emergency room because pt had an increase in seizures. It was reported that the pt was not experiencing voice changes with stimulation. Device diagnostic testing during emergency room visit was within normal limits, indicating proper device function. X-rays reviewed by physician did not reveal any discontinuities in the ncp system. Normal mode output current was increased from 1.25ma to 1.50ma. Further follow-up revealed that device diagnostic testing at subsequent office visit was within normal limits, indicating proper device function. The pt's seizures are reportedly now under control. Treating neurologist attributed the pt's increase in seizures to the pt's recent illness. The pt is again able to perceive stimulation since the parameter increase at their emergency room visit. No additional changes were made to device settings at follow up office visit. Investigation to date has been unable to determine the nature of the pt's recent illness, whether or not the increase in seizures was above the pt's pre-vns baseline frequency, and whether the parameter adjustment at the time of the emergency room visit was intended to treat the increase in seizures.